Event description:
It was reported that during routine device change out procedure, it was noted that the atrial setscrew of the pulse generator was stripped. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.